Event description:
The pt was admitted to the hosp with a grade 1 fever and associated body aches, chills, and shakes. She also experienced some pain at the catheter site but it was relieved with tylenol. Symptoms resolved after 1 day of admission with the aid of hydration and antibiotics. The pt was discharged after 1 overnight stay and was encouraged to take antibiotics as instructed.